Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) dropped its longevity from 2 to 1.5 years in a span of three months. Boston scientific technical services (ts) reviewed and noted that the device was using 86 percent of its power following its parameter. A request was made to have data from this device analyzed. Data analysis determined device depleting normally. There are 25 millivolts offset between the expected battery voltage and actual battery voltage that resulted in a significant drop in longevity. This change in capacity becomes factored in at when voltage-based blending begins. Blending is complete and no further significant loss of longevity is expected. This device is still expected to meet overall longevity requirements or expectations. This device remains in service. No adverse patient effects were reported. Additional information was received indicating that this device was explanted due to advisory/recall. No additional adverse patient effects were reported. Additionally, this device is part of hydrogen induced advisory.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) dropped its longevity from 2 to 1.5 years in a span of three months. Boston scientific technical services (ts) reviewed and noted that the device was using 86 percent of its power following its parameter. A request was made to have data from this device analyzed. Data analysis determined device depleting normally. There are 25 millivolts offset between the expected battery voltage and actual battery voltage that resulted in a significant drop in longevity. This change in capacity becomes factored in at when voltage-based blending begins. Blending is complete and no further significant loss of longevity is expected. This device is still expected to meet overall longevity requirements or expectations. This device remains in service. No adverse patient effects were reported. Additional information was received indicating that this device was explanted due to advisory/recall. No additional adverse patient effects were reported. Additionally, this device is part of hydrogen induced advisory.

Manufacturer narrative:
The returned cardiac resynchronization therapy pacemaker (crt-p) device was analyzed, and it was confirmed the actual rate of battery depletion fell within an acceptable range. Next, a series of diagnostic tests were conducted that verified the performance of pacing, sensing, and recording functions. It was determined that the unexpected change in observed longevity is due to a mismatch between the actual battery voltage and the expected battery voltage per the nominal battery discharge model which represents how the device's battery voltage typically decreases over time. In some devices, the voltage becomes lower than the nominal model. This results in the remaining longevity appearing to decrease more quickly than expected between routine follow-ups. Boston scientific devices will automatically adjust remaining longevity estimates to maintain the 90-day therapy window between explant and battery capacity depleted. In this case, the battery did not deplete prematurely, rather, the replacement indicator and associated remaining longevity was adjusted later in device life to ensure a 90-day replacement period.